Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection. Reportedly, the patient was admitted to the hospital with near syncope and found to have a vegetation on the right ventricular (rv) lead through transesophageal echocardiography (tee). The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.